Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this right ventricular (rv) lead as there was a delay in ventricular pacing after the shock. Technical services (ts) reviewed the reports and noted that this is normal device operation. Ts also noted that the lead exhibited small signals that were sensed on the rv and shock channels. Ts provided a potential cause. The lead remains in use. No adverse patient effects were reported.